Manufacturer narrative:
One persona tibial articular surface provisional (ps tasp) left ef bottom was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that the tasp fractured into two pieces along the central post. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. This lot was manufactured on dec 23, 2014 and has therefore been in the field for approximately one year and four months. It is unknown for how many times the device is being used. This known reported issue has been investigated through corrective actions. This device is used for treatment. The product search history found no other complaints for the same issue for the product lot combination. Ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A corrective action investigation was opened for the breakage of tasps. It was noted that the field notification contains this related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. However, the failure of the instrument was caused by the surgeon hitting it with a mallet, which is advised in the persona surgical technique which states that: apply gentle pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product returned but not yet evaluated.

Event description:
It is reported that the provisional fractured.